Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while inserting the femoral trial, the tip of the insertion handle fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device confirms fracture at the tip and also shows dings on the sleeve. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the wear and tear from use over the product's field life. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.